Event description:
A customer contacted beckman coulter inc., (bec) and reported there was a leak coming from the flow cell chamber on the coulter lh 750 hematology analyzer. Customer was wearing personal protective equipment (ppe) consisting of a lab coat, glasses and gloves. There was no exposure to the eyes or mouth. There was no contact to open or broken skin or mucous membranes. No one sought medical attention. The material safety data sheet (msds) was reviewed. The risk management/exposure plan is in place at the facility. There was no report of results being affected as a result of the leak. The customer had not reported patient results outside the laboratory due to the differential vote-outs. There was no death or injury and no change to patient treatment associated with this event.

Manufacturer narrative:
Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. A field service engineer (fse) was dispatched for this event on (B)(4) 2011. The fse replaced the two (2) differential (diff) sample lines, and the t-fitting for the leak under the flow cell. The fse verified repair per established procedures. Per the fse, there was a plug in the t-fitting which is the root cause for this event. (B)(4).